Event description:
It was reported that customer experienced cgm error that occurred with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with support, and then successfully started sensor session without recurrence of cgm error.